Manufacturer narrative:
A patient experienced lead migration after a fall was reported to abbott. The lead migration was confirmed via x-ray. As a result, the patient's leads were explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Manufacturer report reference number:3006705815-2023-01456. It was reported that the patients leads had migrated following a fall. The lead migration was confirmed via x-ray. Patient underwent surgical intervention on (B)(6) 2023 where in the patients leads were explanted and replaced. Therapy was restored post operatively.